Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was having touchscreen issues. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was having touchscreen issues. The rse instructed the customer to perform a calibration, and it was noted that the calibration was performed successfully. The rse provided the customer with the latest service manual, and also provided the part number for a replacement touchscreen. It was noted that the customer would order the replacement part and complete the repair.

Manufacturer narrative:
The customer reported that the issue was resolved after a calibration was performed. The device was returned to service.